Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The nurse stated that the customer does not wash hands prior to testing. They use alcohol instead. As per the contour next ez meter user guide, " always wash your hands well with soap and water before and after testing, handling the meter, lancing device, or test strips." The contact information for the initial reporter was not provided, therefore, the information was not captured. No information was captured as the customer's weight was not provided. This event is related to MDR 1810909-2020-00220.

Event description:
A nurse called on behalf of the customer to report that she obtained blood glucose readings of 69 mg/dl and 157 mg/dl on two separate contour next ez meters. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
Section h10 of the first supplemental report stated that section h4 was corrected with the patient codes. The correct section updated with patient codes in the first supplemental report was section h6.

Manufacturer narrative:
Additional information has been received regarding the event details. Section b5 and h4 (patient codes) have been updated.

Event description:
A nurse called on behalf of the customer to report that she obtained blood glucose readings of 69 mg/dl and 157 mg/dl on two separate contour next ez meters. The customer took 10 units of insulin and 25 mg glyphoside and experienced symptoms of hypoglycemia such as weakness and shakiness. The customer ate food and drank orange juice and recovered well.

Manufacturer narrative:
The customer returned both suspected contour next ez meters for evaluation. No test strips were returned. Therefore, the in-house contour next test strips from lot # 9hpeg13b were tested with the returned meters, which gave a satisfactory performance. Additionally, the device history records were reviewed for the suspected contour next ez meters and no manufacturing anomalies were found.